Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to ER for vibratory alert for elective replacement indicator and reached end of life after two days. Device could not be interrogated prior to procedure. Physician explanted and replaced the device due to signs of premature battery depletion. Patient did not experience any adverse reaction.